Event description:
Over the last three weeks we had three bd insyte autoguard 22 ga IV sets have not had a catheters, just a needles and thus unable to use to start an IV. The team had noted previous cases but hadn't kept any information on the devices and they could recall three for sure. No patient harms, no patient involvement but devices were discarded for new ones with the appropriate compliment of components. One new package was set aside as an sample of the ones that had been being used so we have reference numbers and that is what we are using as an example.

Event description:
Over the last three weeks we had three bd insyte autoguard 22 ga IV sets have not had a catheters, just a needles and thus unable to use to start an IV. The team had noted previous cases but hadn't kept any information on the devices and they could recall three for sure. No patient harms, no patient involvement but devices were discarded for new ones with the appropriate compliment of components. One new package was set aside as an sample of the ones that had been being used so we have reference numbers and that is what we are using as an example.